Event description:
The pt reported she had arthritis in her hips; she is not certain if the arthritis had advanced or not, but she was experiencing severe pain at the top, front side of each leg. The pain had been horrific for the past 2 months, and present for the last 3-4 months. The pain is not constant and the intensity changes (she could go 3-4 days with little pain and then it flares up again). At times, the pain is so severe that she can barely walk. The pain had intensified in the months following implant in 2008. She did not experience significant urinary symptom relief as was anticipated based on the success of her interstim trial earlier in 2008. The physician advised her that there had been significant anatomical changes in her body and that these were unprecedented (it is unclear what "anatomical" changes means nerves, tissue??). The pt returned approx three months later to undergo another interstim trial, this time on the left side of the spine; no significant changes were experienced during this trial. The pt met with the physician and reported she could not confirm exactly what was done during procedure (ie. Revision or explant and implant), but did not think anything was removed or added. The pt is still in the same pain and has a scheduled appointment to have programming done. The pt mentioned a "post-op complication" as she says from her procedure eighteen days later, described as "waking up from procedure in a screaming state due to pain". The pt claims when she woke up "the device was on full" and had to call "to get it turned off". No "re-calibration was done the next day" (programming). The pt advised doctor stated to her "he had corrected something from the first surgery" but provided no more info.